Event description:
The nurse who administered the covid-19 vaccine reported that she faced issues while using the 25g, 1" dps safety needle. The needle point was not sharp; it was blunt. The common issue occurred when vaccinating a patient. The needle penetration required extra force, and feedback was received from the patient that the experience was painful.

Manufacturer narrative:
Mckesson medical-surgical, inc. Is the assembler of convenience kits that can contain the device from the manufacturer identified in section d. The item ref # and lot # reported and identified in section d have been confirmed as having been used in the assembly of convenience kits supplied by mckesson medical-surgical, inc. The device manufacturer printed on the product packaging is identified in section d, and the device distributor printed on the packaging is duopross meditech corporation (refer to duopross.com for additional information). We have notified asprsnsopscell@cdc.gov and barda-rqaproductacceptance@hhs.gov for awareness.